Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive, and that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the keypad cover was torn. The ok, up and down arrow keypad buttons were intermittently responsive. The up and down arrow button contacts were damaged. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.